Event description:
It was reported that the patient was shocked while using a treadmill. Interrogation of the device showed oversensing on the right ventricular lead. It could not be determined if the cause of the shock was noise from the treadmill or the oversensing lead. The device was explanted and replaced and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.